Manufacturer narrative:
(B)(4). D10: associated medical devices: oxf anat brg lt md size 3 PMA; item# 159547; lot# 67165060 x2, oxf anat brg lt md size 3 PMA; item# 159547; lot# 67118949 x2. G2: foreign: event occurred in china. 2 products lot # 67165060 have been returned. Visual examination of the first product found that the bearing was still sealed within the cavity with the seal intact. Visual examination of the second product identified that the bearing moves freely within the pouch. The vacuum sealed pouch is wrinkled with creases and folds. It was no longer vacuum sealed. The pouch was sent for further analysis by virtue of a bubble test. The test passed confirming that the pouch is not breached. 2 products lot # 67118949 have been returned. Visual examination of the first product found that the bearing was still sealed within the cavity with the seal intact. Visual examination of the second product identified that the bearing moves freely within the pouch. The vacuum sealed pouch is wrinkled with creases and folds. It was no longer vacuum sealed. The pouch was sent for further analysis by virtue of a bubble test. The test passed confirming that the pouch is not breached. 1 product lot # 6728016 has been returned. Visual examination found that the oxford tibial component moves freely within the pouch. The vacuum sealed pouch is wrinkled with creases and folds and has a visible small hole (tear). It was no longer vacuum sealed. A review of the device manufacturing records of lots # 67165060 and 6728016 confirmed no abnormalities or deviations that could be related to the reported event. A review of the device manufacturing records of lot # 67118949 confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. On the five returned products, two bearings were still sealed within the cavity with the seal intact. For these two products, it is considered that the root cause of the reported issue is unrelated to the zimmer biomet medical device. The three other products (two bearings and one tibial component) moves freely within the pouch which was no longer vacuum sealed. For the two bearings pouches, testing confirmed that pouches were not breached and were sealed within validated parameters ensuring the products remain protected and safe for use. It is therefore considered that the products were packaged to pre defined specification and no manufacturing or design issue was identified. The root cause of the reported issue is attributed to a transport/storage issue. Regarding the tibial component pouch, a visible small hole was found during visual inspection. However, a definitive root cause of this hole could not be determined. Furthermore, review of the device manufacturing histories indicate that the products were packaged to pre-defined specification and no manufacturing or design issue was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, upon opening the package, the surgeon observed that the inner sterile packaging was not vacuum sealed. Five packages in total from different batches were opened and reportedly exhibited the same condition. It was unclear whether the issue was due to a packaging damage or a potential design change. There were no reported adverse consequences or patient impact, and the procedure was completed using back-up implants. No further event information is available at the time of this report.